Event description:
The reporter indicated that a implantable collamer lens of unknown model and size was implanted into the patient's eye on an unknown date. The reporter indicated that a surgery is scheduled to replace the lens. (Extraction+replacement). The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5-the reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -15.0/3.0/078 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2018. Lens rotation was observed. The lens was repositioned on (B)(6) 2021 and this did not resolve the problem. Refractive treatment was also performed. On (B)(6) 2022 the lens was exchanged for a longer length lens and the problem was resolved. Pre-existing condition of lattice degeneration. Cause reported as a patient related factor. H6-impact code 4625- refractive treatment. Corrected data: b2- in previous MDR is not applicable. This is now corrected to required intervention to prevent impairmrnt/damage claim# (B)(4).